Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold. The physician suspected the lead to have dislodged. On (B)(6) 2015, the lead was explanted and replaced successfully.